Event description:
The customer states when attaching to a syringe plastic is breaking.

Manufacturer narrative:
An investigation of the reported condition was performed. The lot number provided by the customer does not trace back to a device history record (DHR) for safety needle. A search of the quality assurance database was conducted and identified the lot number as a likely match for product number. The investigation was performed using the lot number. A review of the entire device history record (DHR) found no manufacturing or inspection anomalies. The quality assurance data system was reviewed for non-conformance reports (ncr)s related to the reported condition and identified zero non-conformances for the molded hub shop orders used in production of the lot. There were no samples returned with this complaint. The reported condition could not be confirmed without an actual sample to evaluate. The exact root cause could not be determined based on available information. A 6m root cause investigation was conducted and reviewed multiple potential contributing factors. The complaint file contains insufficient evidence to determine a most likely root cause. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for luer taper, hub leakage and damage. The lot met all defined acceptance criteria and was released. A review of the entire DHR found no manufacturing or inspection anomalies. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. It¿s recommended the user consults the instructions for use for guidance when attaching the device. If information is provided in the future, a supplemental report will be issued.